Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the drive support cap was loose. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with a flush and loose drive support disk. The insulin pump had minor scratches on the display window, scratched case, cracked battery tube threads and a cracked reservoir tube lip.